Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the infusion set catheter leaked on (B)(6) 2024. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 6006867 have already been previously tested for visual test in the (B)(4) on 12/aug/2024. Test results: the reference samples were visually inspected and tested for air flow and leak. All test results were within specifications as per the test report database (B)(4) complaint test report.pdf, both test reports are attached in this record. Device history record (DHR) review: the lot 6006867 was manufactured according to the work instruction (wi) version 71 manufactured in the line #6, on 0/may/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database on 05/mar/2025 against malfunction code leakage from infusion site and lot 6006867 and no other complaint has been registered in database for the same lot 6006867 and malfunction code. Conclusion summary of the related event: as a result of the following: harm no reportable, no defect on tests for returned/retention samples, no non-conformance (nc) raised during production, only one complaint received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market vigilance activities.

Event description:
To date no additional patient or event details have been received.